Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed door not closed. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not recognize that the door was closed. A review of the event history log revealed 'shut door - power off'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper hook and lower hook not closing correctly. The hook requires adjustments to address this issue. Should additional relevant information become available, a supplemental report will be submitted.